Event description:
It was reported that a user experienced a hypoglycemic event after the pump delivered correction insulin for a slightly elevated glucose and the user subsequently treated the low while also announcing a dinner meal. Reported glucose values included a nadir of 47 mg/dl with a later reading of 69 mg/dl after two glucose tablets, and the device and oral glucose were used. Symptoms included hypoglycemia and hyperglycemia ranging from 47 mg/dl to 250 mg/dl. Outcomes included self-management at home with monitoring and additional carbohydrate intake as advised. Investigation included case triage, user education, and troubleshooting regarding meal announcements during hypoglycemia and the effect of insulin on board. Investigation of this case revealed that the device behaved as designed and that the event was consistent with user management decisions, specifically announcing a meal during treatment for hypoglycemia leading to continued insulin activity during recovery. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and use error rather than a device malfunction.